Event description:
The customer reported alleged filter/lrs malfunction, resulting in an elevated wbc count. No medical intervention was necessary for this incident. The disposable is not available for return. This report is being filed due to a device malfunction that has potential for injury

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in process. A follow-up report will be provided.